Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not on the bus. A field service engineer (fse) inspected drawer and found thermal damage on the controller board and retractor band. The fse observed a dark shadowy marking running through the middle section of the retractor band. Both the retractor band and the controller board were warm to the touch, unlike their counterpart on drawer 7.2, which was very cool to the touch. The solenoid was not affected; only the controller board and the retractor band were impacted. The module controller (t-board) showed no signs of damage or heating. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 was not detected on the bus. The customer reported there was a thermal damage and caused delay to patient workflow. There were no adverse events or injuries reported based on this event.